Event description:
Becton dickinson and company luer-lock 25g 5/8inch needles have larger needles intermixed with the correct size needles. Reported it to them last august (2025) and didn't hear anything useful back (they acknowledged that I had an issue but didn't say anything concrete beyond that). Had the same issues with needles I received in (B)(6) of 2025 and (B)(6) 2026; all via rx. All appear to be from the same lot, but given that this is 8 months apart it seems like a large lot and still ongoing issue. Lot number and needles + packaging should be visible in attached provided images. Pt: 4582. Device: 2912, 2911. Reference:mw5189324, mw5189326.